Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress. The event can be prevented by following the instructions for use (IFU) which state: do not pull the universal cord during an examination. The endoscope connector will be pulled out from the output socket of the light source and the endoscopic image will not be visible. Do not coil the insertion tube, universal cord or ultrasonic cable into a diameter of less than 12 cm. Equipment damage can result and/or the ultrasonic image will be abnormal. Do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. The cover of the irrigation port part cannot be removed. Equipment damage can result. Do not hit or bend the electrical contacts on the endoscope connector. The connection to the light source may be impaired and faulty contact can result. Do not attempt to bend the endoscope¿s insertion tube with excessive force. Otherwise, the insertion tube may be damaged. Do not touch the electrical contacts in the ultrasonic cable connector. Equipment damage can result. Do not pull, twist or tightly coil the ultrasonic cable. Noise can develop in the ultrasonic image. Olympus will continue to monitor field performance for this device.

Event description:
The customer later stated their facility has 2 ebus bronchoscope so there were no delays or issues. They noticed the tip of scope missing after it was reprocessed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer feedback. Please see the update to b5 of the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the distal tip of the evis exera ii ultrasonic bronchofibervideoscope was missing during inspection after being reprocessed. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (missing tip on probe unit) was confirmed. Additional evaluation findings were as follows: the bending section cover glue was cracked, the insertion tube buckled, the image centering was off, the customer barcode on the grip was pulled and dry, the scope connection was loose between the scope connector and the ultrasound connector, and the angulation was low. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.